Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as stroke and intractable spasticity. It was reported that a catheter revision occurred due to a catheter malfunction. A portion of the catheter was left implanted and the new catheter is connected to it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.